Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The 90% stenosed lesion being treated was located in the calcified, moderately tortuous left anterior descending (lad) artery. The physician noticed the balloon of the 3.00x32 mm taxus express2 drug eluting stent ruptured at procedure. The procedure details are unknown. The procedure was completed with another 3.00x32 mm taxus stent. No patient complications were reported. Patient status reported as "good". Additional information was requested, but not received.